Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to clinic after receiving a device alarm. During follow-up, noise was observed on the right ventricular lead that led to incorrect detection of tachycardia which was inappropriately treated with anti-tachycardia pacing (atp). While still in clinic, the patient experienced syncope due to noise resulting in oversensing and loss of pacing. Additionally, increased pacing impedance was observed. The device was reprogrammed and the lead is anticipated to be explanted at a different hospital. The patient was in stable condition.

Event description:
Additional information was received indicating the lead was capped and replaced. The patient was in stable condition.